Event description:
Customer reports images are black with technique at max. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera. System operates as intended.